Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 6.0mmx100mmx150cm sterling balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The procedure was completed with different device. No patient complications were reported.